Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the forceps did not deactivate after removing the tines from the tissue while in autobipolar mode. The forceps were deactivated after the generator was powered off. There was also sparking at the forceps connection to the cable. The technician on site tested the generator and no fault was found.